Manufacturer narrative:
PMA/510 (k) #: p100022 and s001. The zilver ptx device involved in this complaint was implanted in the pt therefore is not available for eval. With the info provided, a document based investigation was carried out. Stent strut fracture is a known potential adverse event associated with the placement of this device. The complaint is confirmed based on customer testimony. As the rpn and lot number was not provided a review of the mfg records could not be performed. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As per instruction for use for all zilver ptx device, stent strut fracture is noted as a potential adverse event associated with the placement of this device. Due to the lack of images no other comments can be provided at this time. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
One zilver ptx stent fractured during placement in the pt. The user placed an additional stent within the fractured one. No further adverse effects to the pt have been reported as occurring.